Event description:
Complaint reported that the vascular brachytherapy procedure was compelte, the radiation source train was returned to the transfer device, the catheter was disconnected from the transfer device, and then the medical physicist found the radiation dose from the transfer device too high. The transfer device was placed in the temporary storage container and the active seeds were then accounted for (7 on the table, 3 on the conrol panel of the table, (in the device, and 1 on the knob of the survey meter).